Manufacturer narrative:
(B)(4). Device received with button error alarm and had unresponsive up and down buttons due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump had a keypad anomaly. The customer¿s blood glucose was 6.7 mmol/l at the time of incident. Customer stated that the insulin pump up button does not work. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump will be returned for analysis.